Event description:
It was reported the patient was having pains and was told they needed a total hip replacement, but their pain seemed to be ¿where the electrical shock was when they put it in.¿ it was stated the patient turned their implantable neurostimulator (ins) off and the pain was still present. The patient noted ¿it¿s been a while¿ and the pain started 3-4 months prior to report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va00bej, implanted: (B)(6) 2012, product type: lead. (B)(4).